Event description:
Related manufacturer reference number: 2017865-2021-34230. It was reported in clinic that the patient's atrial (ra) and right ventricular (rv) leads were dislodged. It was also noted that the patient experienced bradycardia and the ra and rv leads were not capturing at high outputs. Fluoroscopy confirmed dislodgement. The physician tried to revise the leads but the helix for both the ra and rv leads would neither extend or retract. The physician opted to explant and replace both leads. The patient was in stable condition.

Manufacturer narrative:
Correction - h6